Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient was admitted to the emergency room on (B)(6) 2019 due to abdominal pain/loss of leg function. In turn, the physician decided to explant the patient's scs system. The patient was later discharged from the hospital and admitted to a rehabilitation facility for the time being.